Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the unit would not start, it booted up as normal. The power supply was replaced as a precaution. It was additionally noted that the system fan was noisy, the left keyboard hinge was broken and that the radiofrequency head connector on the link electronic module (lem) was loose but functional. All found defective parts were replaced and additionally the lem board was calibrated, the hard drive reconfigured and the software reloaded and updated. (B)(4).

Event description:
It was reported that the programmer would not start up. The programmer was returned for service. No patient complications have been reported as a result of this event.